Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. No defect was observed during visual inspection and alarm log review. A downstream occlusion alarm was noticed during the infusion test. The assignable cause for the reported condition was determined to be a damaged door latch. To correct the condition, the door latch was replaced. No further action was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that constant occlusion was noticed in a flogard infusion pump. It is unknown when the reported condition was occurred. There is no report of patient/user injury or medical intervention was needed in association with this event.